Event description:
Pt having a myomectomy procedure had uncontrolled bleeding noted when physician had almost closed skin. Physician had to re-open the pt at which time they found that the suture material had unraveled. Uterus had to be re-sutured.